Manufacturer narrative:
Updated data: d4 h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. The images provided do not show the valve implantation nor the dislodgement event. The images showed the valve already dislodged and snared to the ascending aorta. Since the dislodgement event was not captured it is not possible to validate cause of the dislodgement. It was reported that several attempts to advance a second delivery system failed, and cardiopulmonary resuscitation efforts were initiated. Final angiogram revealed evidence of a possible dissection in the ascending aorta. It was reported that emergency surgery was performed but the patient subsequently died. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty); death; cardiac tamponade, cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of an evolut transcatheter aortic valve, after the valve was deployed, the valve dislodged above the annular plane. A snare was used in an attempt to withdraw the dislodged valve higher towards the ascending aorta. A second valve was loaded into a second delivery catheter system (dcs) and inserted into the patient. All attempts to cross the aortic arch and the first dislodged valve failed, despite using a second snare and stiffer guidewires, and the delivery of the second valve was unsuccessful. During these attempts, the patient became unstable and experienced a drop in blood pressure. Cardiopulmonary resuscitation was performed, and cardiac surgeons performed an emergency surgery; however, the patient did not survive. Additional information was received to report a pre-implant dilation was not performed and non-medtronic guidewires were used for the case. The stating point of deployment was at the bottom of the pigtail catheter; the valve was deployed at an implant depth of 5mm on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc). Following dislodgement, the valve depth was approximately -2 or -3mm; however, the depth was difficult to estimate as the physician did not inject contrast at that time. It was noted the patient's calcified aortic annulus and left ventricular outflow tract were possible contributing factors to the dislodgement. The cause of death was rupture in the aortic arch. Per the physician; the death was procedure related and not related to the dcs or the valve.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Patient codes were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of an evolut transcatheter aortic valve, after the valve was deployed, the valve dislodged above the annular plane. A snare was used in an attempt to withdraw the dislodged valve higher towards the ascending aorta. A second valve was loaded into a second delivery catheter system and inserted into the patient. All attempts to cross the aortic arch and the first dislodged valve failed, despite using a second snare and stiffer guidewires, and the delivery of the second valve was unsuccessful. During these attempts, the patient became unstable and experienced a drop in blood pressure. Cardiopulmonary resuscitation was performed, and cardiac surgeons performed an emergency surgery; however, the patient did not survive.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012291300); product type: 0195-heart valves; implant date: non-implantable device product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (0012294205); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.